Manufacturer narrative:
Additional information was added in the event. The product was analyzed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that product investigation was completed and found cuts in outer insulation 24.5 cm and 36cm from the terminal pin likely induced during explant it was also noted blood in lead through cuts. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this rv lead was explanted due to dislodgment. As surgical intervention was necessary to resolved this issues, this is considered a serious injury, no additional adverse patient effects were reported.